Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested more insulin. Contact added more insulin but received the same issue. During troubleshooting, contact attempted to load a new cartridge but received the same error. It was reported that contact had been using cold insulin. Contact waited for insulin to reach room temperature, reloaded the cartridge, and was successfully able to complete the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.